Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for package printing defect (duplicate lot) on lot # 6251593. Investigation summary: customer returned photos of shelf cartons of 1 cc, 8 mm, 31g syringes from lot # 6251593. Customer states that the lot is duplicated. The photos were examined and exhibited a duplicate lot printed on the shelf carton. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 6251593. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child, "on (B)(6) 2019, holdrege received photos of 1.0 ml, 31g, 8 mm cartons and cases from lot #6251593. Review of the photos found shadow print on the last digit, "3", of the lot code on the front of one carton and the top flap of another carton. The autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate amount of bags of syringes into the carton. The machine laser codes up to three lines on the carton: lot code, date of manufacture, and expiration date. The cartons are closed before being placed on the outfeed conveyor. If the machine is stopped abruptly during the application of the laser codes; printing defects can be found. Review of quality notifications did not find any related to this complaint. Unable to determine root cause of the autpackout machine abruptly stopping. Single point lesson spl0039 for resetting the sequence of packing after an abrupt stop indicates in steps 6 & 7 to clear the cartons from the machine." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd insulin syringe with the bd ultra fine¿ ii needle has been found experiencing four occurrences of illegible label information before use. The following has been provided by the initial reporter: duplicated lot.